Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported stating that the plunger on this preloaded iol failed to engage the lens optic and instead passed over the top of it. Consequently, the lens could not be safely deployed. Additional information has been requested but is not available at the time of this report.